Manufacturer narrative:
(B)(4). G2: foreign ¿ canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, the stem was trialed with a size 9 broach and when the size 9 final implant was placed, it was found to seat around 7mm proud. The final taper adapter was changed to accommodate the stem. The procedure was completed without further complication. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6. The following sections were corrected: d4 expiration, h4. H6: proposed component code: mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were provided. Review identified the following: patient had initial right tha and during the procedure the femur was reamed to a size 9, broached to a size 9 with the last broach being used as the trial. Final implant was a size 9 lateralized stem press-fit into position. It was found to be seating about 7mm proud. Final taper adapter was changed to a -6 to accommodate. There was good stability and rom achieved and procedure was completed with no further complications noted. A definitive root cause cannot be determined. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.